Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination therefore the reported event could not be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: finished goods DHR 9631088: product code 150680006 work order 9631088 was manufactured on 06-nov-2021. 20 parts were manufactured per specification and all raw materials met specification. 4 scrap parts associated with this lot. The parts were scrapped for reason code a164: part thickness and a1128: pocket depth. These scrap failure modes have no correlation with the complaint failure mode. No reprocessing associated with this lot. No non-conformance is associated with this lot.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent tka for oa with the tibial tray in question. During surgery, the surgeon found dirt and traces of protective covers on the surface of the tibial tray. The surgeon wiped the tibial tray and used it. No further information is available.